Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged cloudy display issue was not duplicated. The pump powered up to the display that was not cloudy. But related to the complaint, the display was dim with a reddish contrast. Auditory feature was operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).